Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient suffers from dementia and the night following the original implant procedure, the patient pulled off her bandages multiple times, flailing her arms which dislodged both of the implanted leads. A revision procedure was performed and this right ventricular (rv) lead was repositioned. No additional adverse patient effects were reported.